Event description:
According to sorin crm, this lead was explanted due to noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. The visual inspection revealed cuttings of the insulation at 20 cm distal to the is-1 connector pin. It is reasonable to assume that these cuttings resulted from the explant procedure. Besides these cuttings, the lead did not present any other damage. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. No deviations were noted which might have led to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.